Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted, but the stylet became stuck in the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. A component of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.